Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however defects were identified during service evaluation. Hence this complaint can be confirmed. It was found that both the lexan safety covers were damaged and that the device was not calibrated correctly. A mechanical upgrade was performed, pressure mechanism re-adjusted, the irreparable covers were replaced, and the device was cleaned, newly calibrated, tested and found to be working according to specifications. User mishandling of the device is the most probable root cause of the damage to the safety covers. Also user error would have caused the incorrect calibration of the device, however this cannot be conclusively confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/21/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the pump shaver device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.